Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: date returned to mfg.: 11/18/2024. Received 2 devices, the complaint of extension set not working can be confirmed. The probable cause is due to filter saturation leading to partial/complete flow occlusion. As received no damage or anomalies were observed. In attempts to replicate clinical use each extension set was connected to a 100ml cassette reservoir and inserted into a cad solis pump (serial #(B)(6)) and 10 ml were primed. A downstream occlusion alarm was returned with each set. No flow was observed to make it past the filter of either set. After cutting the outgoing tubing of each filter, no occlusion was observed at the filter. The priming was repeated a temporary downstream occlusion alarm was observed. The filter was cut out and the priming test was repeated. No errors, occlusion alarms, or air in line alarms were generated and no restrictions in flow were noted on either set. The filters were found to fail flow specifications.

Event description:
It was reported that when making changes on the pump, the pump alarmed for occlusion. It was tried to prime again; however, it still was not working and then they had to use another extension. The patient had 2 extensions that did not work. The event did not occur during patient use.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.